Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was performed. Signs of clinical use and no evidence of blood were observed. There were no visual non-conformities observed. The device was evaluated for its mechanical function. The device was securely assembled onto a reference blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm tightened and remained secure when the tightening knob was turned clockwise. The knob tightens the arm. Based on the return condition of the device and the results of the investigation, the reported complaint for the reported failure mode "mechanical issue" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer device was able to be used for the first and the second branches without any problem. However, when the customer tightened the knob to set the device to anastomose the third branch, it became inactive and unable to set. The flexlink arm, tri-slot socket, and malleable stabilizer foot were inactive. The customer loosened the knob and re-tightened it; however, it was unable to set. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Additional information 3/10/17: the dr. Who experienced this event is a frequent user of this device; however, he¿s never seen something like this before. The doctor was mentioning that there was a slight sound like a crushing as he turned the knob (clockwise). Although he was able to turn the knob, the arm/foot was not secured in the position at all. The sales rep. Also mentioned that he was able to reproduce the symptom when he tested the returned device.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer device was able to be used for the first and the second branches without any problem. However, when the customer tightened the knob to set the device to anastomose the third branch, it became inactive and unable to set. The flexlink arm, tri-slot socket, and malleable stabilizer foot were inactive. The customer loosened the knob and re-tightened it; however, it was unable to set. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Additional information 3/10/17: the dr. Who experienced this event is a frequent user of this device; however, he¿s never seen something like this before. The doctor was mentioning that there was a slight sound like a crushing as he turned the knob (clockwise). Although he was able to turn the knob, the arm/foot was not secured in the position at all. The sales rep. Also mentioned that he was able to reproduce the symptom when he tested the returned device.